Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the limb ischemia due to the patient history of peripheral vascular disease. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 89-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient's urine became red. The impella was noted to be 4.9 cm from the atrioventricular (av). The team was made aware to pull the device back as it could be the reason for the red urine. Overnight, the patient became confused, disoriented, and lost pulses in both legs. It is unknown whether the lack of pulses is impella related.